Event description:
My husband had a depuy left total hip implant on (B)(6) 2005 done at (B)(6) hospital. After he was released from the hospital, he went downhill medically. He did not recover. I took him to many doctors to no avail. I have never believed that he just died of msa, in which they did not have evidence. He was in a good health before the operation to his left hip. After the operation, he had to retire because he could not stand on his feet. I had an autopsy but they only put down what was in (B)(6) hospital centers records. Each doctor we went to we put in his records, his problems started after his hip replacement. After dying at the hospital, I asked for an autopsy to give me a clear answer whether or not the metal in his body had poisoned his system. The autopsy report mentioned every operation he had but nothing about his left hip replacement. To me this was odd. I asked each doctor, including (B)(6), could they test the metal in his body to see if it was producing lead in his system. I called (B)(6) and I was told that on their website, it listed that they can release poison gas into your blood stream. I am wondering if anyone could help me to get to the bottom of this matter. I was told that some of the symptoms are tissue/muscle problems, he was (B)(6), when he died he was (B)(6). (B)(6) could not hold a wash cloth or a toothbrush. We were told by the doctor, that did the hip implant, something went wrong but it would not help my husband. The doctors tried a lot of things to no avail. He was in lots of pain. He went to movement doctors and they had to say we do not know what is wrong with my husband. There are many class action suits but no one will take this case, because he is no longer living and lawyers have never handled a case like this one. I am concerned for others who will die of complications. I have a nephew who had a friend who also died after a hip implant, he never recovered. He had therapy at the house after being discharged from the hospital for approx four weeks.